Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including diabetes mellitus, hyperlipidemia, chronic kidney disease and coronary artery disease.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 4 years, 7 months due to restricted and prolapsed anterior leaflet, causing severe mitral stenosis and severe mitral regurgitation. The patient presented with acute on chronic chf (nyha class iii), progressive dyspnea, edema, and dizziness. The tmvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 25mm 7300tfx valve in the mitral position, underwent a valve-in-valve procedure after an implant duration of 4 years, 7 months due to unknown reason. The tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient is a 79 y.o. Female.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.